Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior lumbar interbody fusion on (B)(6) 2024, when implanting the 7x40mm screws on the right side of the patient, the tip of screwdriver shaft broke off into the head of the screw due to sclerotic bone on the patient's right side. This occurrence happened twice, breaking two drivers while trying to implant the screw, and the tip of the screw was retrieved both times during this process. Towards the end of this case, the surgeon wanted to remove the screw, and upon removal of the screw, the driver tip broke off into the shaft of the screw and was unable to be retrieved from the screw shaft. The surgeon and hospital staff were aware of the tip being left in the screw and in the patient, however, the surgeon ordered to proceed with the closing of the case and an incident report was filed through the hospital. A total of four screws were involved. It was reported that the reason for the screw removal was that the screw and rod were not aligning. There was a surgical delay of five minutes, and the procedure was completed successfully. No other intervention was required.

Event description:
Additional information was received and stated that the screw and rod were not aligning. Depuy manufactured four and used two removed. One problem screw was left in. There was a minor surgical delay of 5 minutes. Despite that, the surgeon and staff agreed to proceed. No other intervention was required. The patient outcome and surgery were successful.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: an evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.